Event description:
A us distributor returned a monitor was unable secure with a belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt latch not secure) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's pins were bent. The root cause for the bent pins was unable to be identified. There was no adverse event that resulted from the damaged monitor.